Event description:
Surgery cancelled due to equipment malfunction. Cataract surgery cancelled. Phaco machine had been used for multiple cases but failed to accept programming for this case. Wiped out mo,and date. Trouble shooting efforts never produced the answer. Rep from phaco co re-programmed and machine had a second event which was determined to be related to the handpiece. Operated fine with a replacement.